Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was over delivering insulin or not delivering any insulin at all. Customer discontinued use of insulin pump and declined troubleshooting. Customer wants to return pump and does not want any further pump replacement. Customer¿s blood glucose reading was not provided. Insulin pump is not expected to return for failure analysis.